Event description:
A hospital reported that during a holep procedure in which a surgeon attempted to deploy a lumenis versacut+ tissue morcellator, the hand piece would not function. The reporter stated they, "turned on the unit in the back and front, but did not get a green light. [They then] unplugged the hand piece from the console and the green light came on." The reporter stated a second hand piece was connected to the control box and the procedure was completed with no complications to the patient.

Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information concerning the event report. A local lumenis sales representative also contacted the initial reporter to obtain further information. The local lumenis sales representative confirmed with the initial reporter that no patient harm occurred however, the procedure was extended by a few minutes while the hand pieces were swapped. The subject device was returned to the manufacturing site for testing and examination. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the hand piece wiring was incorrectly routed adjacent to the motor resulting in an electrical short of the motor. The wiring fault is the determined root-cause of the customer's complaint. The hospital was provided a replacement unit as a corrective measure. This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026.